Event description:
On (B)(6) 2010, the pt did not wake up when his alarm clock went off, so his wife called the paramedics. They administered IV glucose, but the pt is not transported to the hospital and remains at home. The paramedics left the home at 6:15 am. By 7:53 pm, when he called to report the incident, his blood glucose had risen to 266 mg/dl. Insulet recommended he call his healthcare practitioner for advice treating the hyperglycemia.

Manufacturer narrative:
The returned product was thoroughly evaluated and found to be functioning as expected. No malfunction or other product condition was detected that could have contributed to either the pt's hypoglycemia or his subsequently hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."